Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during an unspecified surgery, it was observed that the vapr 3.5mm hook 1-piece electrode device white part of the hook broke down. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that comes in used condition. The ceramic tip was found broken. The broken fragment was not returned. The device will be sent to the manufacturer for further review. Manufacturing investigation results for vapr 3.5mm hook 1-piece electrode -ea: the device was not received in its original packaging, sterilization bag only. Tip components condition is in good condition, light browning of hook tip and scratch marks on ceramic suggesting use, broken off ceramic next to hook, glue still in place behind tip. Broken tip not returned. Handle assembly condition is good condition, slight bend in the shaft. Cable and plug assembly condition is in good condition. Electrical checks: the device passed all parameters. Functional checks: the device passed all the tests. Although the classification for this complaint is undetermined, it is noted that there may be a case of misuse from the user. The product instructions for use (IFU) cautions that attempts to bend electrodes can result in electrode fracture or degradation of electrode performance. The excessive bending of the shaft may be the cause of the ceramic at the base of the hook piece cracking, but we are unable to prove this. The overall complaint was confirmed as the observed condition of the vapr 3.5mm hook 1-piece electrode -ea would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure. As per IFU; excessive force may damage the electrode tip assembly. Attempts to bend non-flex 3.5 mm electrodes can result in electrode fracture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.